Manufacturer narrative:
(B)(4)

Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6) 2011 in pt's right eye. The lens was explanted on (B)(6) 2011 due to excessive vault. Lens was exchanged for a shorter lens.